Event description:
Procedure: esophagectomy. According to the reporter: device jaws would not open and the needle could not be removed. Needle jammed in the jaws of device and would not release. The suture was the surgidac 173023, lot# j5b0612x. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.post- op diagnosis: fine. The patient was not injured. The instrument did not lock on tissue. The issue occurred outside the patient.

Manufacturer narrative:
(B)(4).